Event description:
It was reported by the patient¿s daughter that the patient had passed away while wearing a pod on (B)(6) 2025. The daughter had talked to the patient in the days prior to her death and the patient had complained of not feeling well. The patient experienced vomiting and was found deceased in her home. Additionally, the reporter stated the patient had ¿extremely high¿ blood glucose levels but did not provide further clarification on the exact or range the blood glucose had been. The daughter had thought the patient was possibly trying to change their pod at the time of passing due to there being an open pod packaging on the counter. The cause of death on the death certificate was defined as type 1 diabetes. The reporter stated that they didn¿t think the pod had been working but did not further explain what they meant. The pod was removed and discarded.follow up received on (B)(6) 2026. It was reported that the patient passed due to a diabetic issue and the reporter stated it seemed that the patient had several issues with the insulin not being delivered from the pods. No further information was provided.

Manufacturer narrative:
The physical device was not returned for investigation. According to the complainant the device will not be available for investigation because it was discarded. Cloud data for the period of (B)(6) 2025 was downloaded for review. The download contained information from (B)(6) 2025 to 10:18:49 on (B)(6) 2025. The data showed frequent pod-sensor connection issues starting at 09:48:19 on (B)(6) 2025. The data showed that the system responded appropriately to the missing sensor values, putting the system into automated mode: limited when in automated mode if sensor values were missing for four cycles or more and generating the missing sensor values messages after more than one hour with missing sensor values. The system correctly delivered insulin while in automated mode: limited, selecting between the lower of the user input basal rate and the adaptive basal rate. The system was switched to manual mode at 10:43:16 on (B)(6) 2025 and switched back to automated mode at 10:33:20 on (B)(6) 2025. While in manual mode, the system correctly delivered the user's manual basal program. The system was used in automated mode until the last data point on 10:18:49 on (B)(6) 2025. The system continued to encounter pod-sensor connection issues. The data showed that, when connected and received sensor values, the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. When connected, regular urgent high estimated glucose values were received by the pod. The last pod used was deactivated at 10:19:08 on (B)(6) 2025. The user received reminders to pair a new pod every 15 minutes until the controller was turned off. The exact cause of the pod-sensor communication issues seen in the available data could not be determined. The data showed that the automated algorithm and system responded appropriately to the sensor values when connected and to the missing sensor values when not connected. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s daughter that the patient had passed away while wearing a pod on (B)(6) 2025. The daughter had talked to the patient in the days prior to her death and the patient had complained of not feeling well. The patient experienced vomiting and was found deceased in her home. Additionally, the reporter stated the patient had ¿extremely high¿ blood glucose levels but did not provide further clarification on the exact or range the blood glucose had been. The daughter had thought the patient was possibly trying to change their pod at the time of passing due to there being an open pod packaging on the counter. The cause of death on the death certificate was defined as type 1 diabetes. The reporter stated that they didn¿t think the pod had been working but did not further explain what they meant. The pod was removed and discarded.

Manufacturer narrative:
Additional information was received on (B)(6) 2026. B2 was updated accordingly.